Event description:
It was reported that preoperatively to unspecified surgical procedure, when the tech removed the reload, the silver backing stayed in the ethicon 4000 stapler. They discovered this when they went to reload the stapler, and the reload would not snap down. This was with a blue reload. No surgical delay or patient harm was reported. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent: 5/4/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: per the sales rep: "dr nguyen let me know that they got the cartridge out after firing it. But when they went to put in the new reload it wouldn¿t fit. Only then they realized the silver backing stayed in the stapler." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.